Event description:
The customer reported that the system was unable to performed cine functions as intended. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the main hard drive and the cine drive. The system was tested and found to be working as intended and put back in service.